Event description:
Caller alleged discrepant low inratio inr result in comparison the laboratory inr result. Results are as follows: date: (B)(6) 2014. Inratio inr: 3.0. Laboratory inr: 8.9. Therapeutic range: 2.0 - 3.0. The testing was performed within two (2) hours of each other. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.